Event description:
Patient's legal counsel alleged that patient underwent total hip arthroplasty on (B)(6) 2010 and that subsequent revision procedures occurred on (B)(6) 2011 and (B)(6) 2012 due to unknown reasons. Further follow up revealed that the revision procedure performed on (B)(6) 2011 was due to dislocation and all components except the acetabular cup were removed and replaced. No further information has been provided giving details regarding the revision procedure that took place on (B)(6) 2012. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2012-01655 / 01656).